Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: unknown. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent primary breast reconstruction with 600cc mentor memorygel breast implants experienced the presence of foreign material on the devices post procedure. A white substance was found around the implant during explant. Replacement with natrelle implants was performed on (B)(6) 2023. The contralateral prosthesis was reported under 1645337-2023-12757 on october 26, 2023. On november 6, 2023 mentor received additional information and initial awareness that the reported incident was bilateral.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 9362526 number on january 22, 2024, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).